Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a rapid battery depletion. Moreover, an engineering analysis was performed in which result showed that device behavior appeared to be consistent with the lv capacitor yet no fc1003 was noted. There were no other suspicious faults or resets stored within device memory. The crt-d hardware was not detecting the loss of battery energy in which the battery status indicators were not reflecting the depletion condition and were inaccurate and should no longer be relied upon to determine the depletion status of the device. Further, it was noted that the crt-d was malfunctioning. It was then advised to replace device and to be returned for detailed analysis. To date, this crt-d remains in service. No adverse patient effects were reported.